Manufacturer narrative:
Initial reporter occupation: non-healthcare professional investigation evaluation: a product evaluation was performed of the pictures provided in response to this report. The two attached photos are endoscopic images of the detached metal tip inside the bile duct being swept by an extraction balloon. Our evaluation of the product said to be involved confirmed the report. The returned irrotational cable and handle have slight discoloration and a bend is present at the distal end of the shrink tube. Solder is present on the distal end of the cable. The length of the returned handle and cable is within specification. The device was returned with the detached metal tip. The metal tip had solder on the proximal end and measured within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." The instructions for use contains the following warning "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." A corrective action has been initiated concerning metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the device was used off label, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook soehendra stent retriever. The product was being used off label. They were using it to dilate through a stricture in the bile duct. The physician noticed under fluoroscopy that the tip of the soehendra had been left behind in the bile duct. The physician tried to retrieve it with an extraction basket and an extraction balloon, and then went back with the extraction basket successfully. A section of the device did not remain inside the patient¿s body. The detached portion of the stent was retrieved with an extraction basket. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.